Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA additional information: the patient provided additional information to this allegation. He stated that he experienced a low blood glucose level that he could not treat himself that he attributed to the delivery accuracy of the infusion device. His wife provided him with something to eat since he was unable to do so.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 334 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.